Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated according to malfunction. Occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) the lot 6004176 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected and tested for flow. All test results were within specifications. The following test was performed: visual inspection: version.18 sampler of the extruder and tube coiling area (muestrario del area de extruder y enrrollado de tubo) version.39 - quality specification for the connectors.docx. Functional 1 version.10 flow test on customer complaints (pruebas de flujo en quejas del cliente).doc. Batch review: the batch listed in the trackwise complaint parent record was reviewed and confirmed to be accurate. Uno inset I 60/6 blue tcap 10pk int was manufactured under system application product (sap) code 1722081 and manufacturing lot number 6004176 on 09-nov-2023 and (B)(4) final units in the machines were manufactured. The batch record confirms this information. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance nc raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusions set disconnect tubing from site. No further information.